Manufacturer narrative:
Failure analysis: component assembly was installed on known good unit and powered in operating mode for testing. Findings/root-cause: reported problem of power supply was able to be duplicated. This voltage indicates failure of resistor 608.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported vent inop alarms on the vela ventilator. The customer stated there was no patient involvement associated with this event.